Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic complexes. The device sensing vector had been programmed to the alternate vector previously. Now the primary sensing vector looked the best. The device has been reprogrammed to the primary sensing vector. This is considered a serious injury as this is the second inappropriate shock. There were no additional adverse patient effects. The system remains implanted.